Event description:
It was reported that a volume discrepancy occurred on the day of this report. It was the first refill after an implant, replacement or revision. The actual residual volume (arv) was 17.5ml and the expected residual volume (erv) was 10.8ml. It was noted that the patient had metastatic colon cancer and the patient¿s pain improved since therapy was initiated. The patient was seen in july to increase the dose. The volumes were to be monitored since the patient was getting therapeutic relief. The device contained dilaudid. It was later reported that the cause of the volume discrepancy was not determined. It was probably an issue with the catheter. However, the patient had stage 4 cancer, so a dye study was not going to be done. The patient was too sick to undergo surgery anyway. At the time that the volume discrepancy occurred, the patient was experiencing increased pain. The reporter recently saw the patient at the patient¿s home because he was to sick due to the cancer to come into the clinic, and the patient was getting reasonably effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).